Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). The customer's blood glucose level was 500mg/dl with large ketones. Healthcare provider identified ketones as dangerous. Customer addressed the event by changing infusion set, delivering a correction bolus, and setting a temporary basal rate. Customer declined to upload pump data or troubleshoot with tandem technical support. Multiple follow up attempts were made by a tandem field representative, however, the customer did not respond to follow up attempts.